Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the surgeon had problem using of all of 5mm ports with several instruments throughout the entire case. It was reported that they were stuck within the trocar and the needle driver and several type of graspers were difficult to pass through the ports. The surgeon did not make any device replacement/changes and persevered through the case. There was no patient injury.